Event description:
Customer reported that a pt had a wound dehiscence following total abdominal hysterectomy. The pt was returned to surgery for wound repair.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form wil be submitted accordingly.